Event description:
It was reported that the bronchovideoscope image flickers. The issue occurred during preparation for use and before the patient was in the room. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection. The customer¿s allegation confirmed the reported failure and determined the following cause was due to damage on charge coupled device unit, the image disappears during angulation in up/down directions. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.